Event description:
It was reported that the extension lumen hub broke off during the process of turning a patient. The line was discontinued and did not require replacement. The PICC was then removed. The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l catheter for analysis. Definite signs of use were observed within the medial extension line and on the catheter body. Visual inspection of the returned sample revealed that the medial extension line was separated adjacent to the luer hub. It was additionally noted that the catheter body was severed approximately 42cm from the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were jagged, and portions of the extension line extrusion were within the luer hub. The damage is consistent with a manufacturing molding issue. The medial extension line outer diameter measured 0.0965" which is within the specification limits of 0.093-0.097" per the extension line product drawing. The medial extension line inner diameter measured 0.058" which is within the specification limits of 0.055-0.059" per the extension line product drawing. A manual tug test confirmed the distal and proximal luer hubs were securely attached to their respective extension lines. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a separated extension line from the luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the medial line had separated directly adjacent to the white luer hub, and portions of the extension line remained within the luer hub. The damage is consistent with a manufacturing molding issue. Based on the information provided and the sample received, manufacturing molding likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.